Event description:
During a stent assisted coil embolization, the coil stretched while being repositioned. The coil could not be removed; therefore, as the physician advanced a catheter to snare the coil, the microcatheter and the proximal end of the coil migrated from the aneurysm. The physician cut the coil at the stretched section and removed the proximal portion of the coil. The distal portion of the coil remained secured in the internal carotid artery aneurysm between the vessel and the stent. There were no patient complications due to the reported event.

Event description:
During a stent assisted coil embolization, the coil stretched while being repositioned. The coil could not be removed; therefore, as the physician advanced a catheter to snare the coil, the microcatheter and the proximal end of the coil migrated from the aneurysm. The physician cut the coil at the stretched section and removed the proximal portion of the coil. The distal portion of the coil remained secured in the internal carotid artery aneurysm between the vessel and the stent. There were no patient complications due to the reported event.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device is not available; therefore, analysis cannot be performed. Information available indicated that the device was confirmed to be in good condition prior to use and that the coil was repositioned three times. It is probable that damage to the device may have occurred during repositioning resulting in the reported event. Therefore a root cause of operational context has been assigned to this event.

Manufacturer narrative:
Subject device is not available.